Manufacturer narrative:
Summary of evaluation: the tibial and patellar components cna not be evaluated for the reported wear of the insert or loosening of the patellar component as they have not been returned to howmedica but rather have been retained by the pt. A review of the device record for the patellar component found that no discrepancies were reported during manufacture. The lot code for the tibial insert has not been supplied so that the device history record could not be reviewed. Attempts to obtain the lot code info for the tibial insert have been unsuccessful. Section f1-14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted.

Event description:
Revision surgery revealed loosening of the patella and polyethylane wear of the tibial insert. Due to insufficient patella bone stock, the patellar component was not replaced.